Manufacturer narrative:
A boston scientific technical services (ts) consultant discussed that therapy was still available but with long charge times. This device is included in the subpectoral implants ((B)(6) 2006) and renewal 3 & 4 microswitch ((B)(6) 2005) advisory populations. As of today, this medical device has not been returned to boston scientific for analysis. Should the device be returned, or if any additional information becomes available, this event will be updated. The product is currently on legal hold due to pending litigation and cannot be analyzed by the post market quality assurance laboratory. If legal clearance is received the device will be analyzed and the event updated. A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(6), 2007) advisory population.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had reached end of life (eol) battery status and had charge times of greater than 30 seconds. The patient may have been lost to follow-up. The field representative noted that she would return the device for analysis after it is replaced.